Event description:
The customer reported a blurry screen. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a blurry screen. There was no report of pt involvement. The unit was evaluated by a third party engineer and the issue was verified. The parameter pca was replaced to resolve the reported issue.